Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rates (hvr) superior vena cava (svc) noise reversion due to noise on the right atrial lead was noted during a remote follow-up. Patient is pacemaker dependent and had occasional dizziness. No intervention was performed.